Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device overheating was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed rotational speed; rpm¿s were below manufacturing specifications and the vanes were worn out causing the low rotations per minute (rpm¿s) due to worn out vanes due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.